Event description:
It was reported that during an open hepatectomy, the tissue pad and the blade got burned soon. After that, the tissue pad lifted off the clamp arm. No error code was displayed. Although the fragment fell into the patient, the doctor retrieved it with a forceps. The detached tissue pad was discarded. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.